Manufacturer narrative:
Lot number and expiration date added. Manufacture date added. (B)(4).

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection was conducted and confirmed that the device has a large crack in it, rendering the device inoperable. The instruments shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a thr surgery, an r3 liner impactor head ii 32mm broke off. No broken pieces fell into the patient, instrument was outside the patient. Surgery was completed with a backup device, without any delay. Patient was not harmed as consequence of this problem.